Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital with inappropriate shocks on the supraventricular tachycardia. Programming changes were made. The patient's medication was also replaced. The patient was in good condition.